Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported since the coil was inside the body, it was impossible to judge the detachment issue. The patient was administered conventional preoperative antiplatelet therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an axium coil that stretched and migrated after detachment. The patient was undergoing a coil embolization procedure to treat an anterior cerebral artery (aca) unruptured 8mm saccular aneurysm. Blood flow was normal. Vessel tortuosity was moderate. It was reported that the coil and all accessory devices were prepared per the instructions for use (IFU). The first coil was successfully filled and deployed. The second coil (model: qc-7-30-3d, lot: 226008920) was then used. The coil was delivered to the intended location and detached but then stretched and migrated when part of the coil was pulled out of the of the aneurysm body. The procedure was then ended. Patient was noted to be alive with no injury.

Manufacturer narrative:
H3: the axium implant coil pushwire was found to be kinked at ~158.2cm from proximal end. The shield coil was found to be stretched. The axium implant coil was found to be broken and not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.